Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation ribfix blu 16 hole prebent plate catalog #: 76-2603 lot #: ni, biomet microfixation ribfix blu screw catalog #: ni lot #. Therapy date: (B)(6) 2017. (B)(6). Reported event was confirmed by review of radiographs. The product identity of the screws could not be confirmed due to the products not being returned. The product identity of the plates were confirmed through provided x-rays and scans. A review of the reports show that the patient had a chest tube in place indicating that the patient was on a respiratory device. It was also indicated that the patient may have had an active infection and developed a high-grade hemothorax in the thoracic vicinity. It was also indicated embolization of the splenic artery in advance in the splenic lesion. Surgical intervention was performed for the correction of these conditions. A review of the provided x-rays and scans show that two screws had backed out of the plate and two screws had pulled out of the bone but still remained locked in the plate on rib r5. The broken implant was removed along with two additional plates (one additional 76-2603 and one 76-2601) and the associated screws (22 screws in total). The review suggested that the implanting surgery may have resulted in inadequate approximation of the patients fractures. The instructions for use (IFU) for these parts states in the section titled warnings: internal fixation devices aid the surgeon in the alignment and stabilization of bone in the chest wall for fixation of fractures and reconstructive procedures. While these devices are generally successful in attaining these goals, they cannot be expected to replace normal healthy bone or withstand the unsupported stress placed upon the device by full load bearing. Internal fixation devices are internal splints, or load sharing devices that align the fracture until normal healing occurs. 7. Adequately instruct the patient. Postoperative care is important...the patient is to be instructed in the use of external supports and braces that are intended to immobilize the site of the fracture or other non-union and limit load bearing. The patient is to be made fully aware and warned that the device does not replace normal healthy bone, and that the device can break, bend or be damaged as a result of stress, activity, load bearing or inadequate bone healing. The patient is to be made aware and warned of general surgical risks, complications, possible adverse effects, and to follow the instructions of the treating physician. The patient is to be advised of the need for regular postoperative follow-up examination as long as the device remains implanted. The IFU for this product states in the section titled possible adverse effects: 3. Migration, bending, fracture or loosening of the implant. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to multiple patient conditions and poor approximation of the patients fractures. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2017-00865.

Event description:
It was reported via the receipt of operative records the patient had increasing pain symptoms. It was identified the plate in the area c6 was broken and dislocated. In the area of the c5 the screws are partially torn out, the plate is not broken. In the area of the c3 rib, there is rib mobility although the plate is intact so there is a potential risk of dislocation; therefore the plate was removed. Since the c4 plate osteosynthesis appears intact, it is left in situ. The plates and screws were removed and all were stabilized with stracos system. Diagnosis: spontaneous disruption of plate osteosynthesis. Operative stabilization of the series of rib fractures left. Fracture of the platelet. Unstable thorax. Series of rib fractures with four and more ribs left. Soft tissue damage grade 111 with closed fracture or left. Dislocation thorax. Operation: re-thoracotomy, removal of broken plate osteosynthesis in the area. C6, c5 and c3 ribs with osteosynthesis replacement with stracos system.